Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Customer declined to load a new cartridge and decided to continue using the current one, intending to follow up if needed.